Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), dysmenorrhoea ("severe menstrual pain") and genital haemorrhage ("abnormal heavy bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea, hair loss, pelvic adhesions and ovarian cyst. Concomitant products included medroxyprogesterone (depo provera) from 2008 to 2013 for birth control and estrogens conjugated (premarin) from 2013 to 2014 for vaginal bleeding. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), migraine ("migraines"), back pain ("lower back pain"), headache ("migraines / headaches") and pelvic pain ("pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, 1 year 5 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("irregular vaginal discharge"), dysgeusia ("metal taste in her mouth"), fatigue ("fatigue"), arthralgia ("pain knee-joint pain"), feeling abnormal ("brain fog") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, migraine, vaginal discharge, dysgeusia, fatigue, procedural pain, headache, pelvic pain, arthralgia, feeling abnormal and abdominal pain outcome was unknown and the dysmenorrhoea, genital haemorrhage, back pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: following the implant, she began experiencing the symptoms. Since having the surgery her symptoms are mostly resolved. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddr lit can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet: events vaginal bleeding, menorrhagia, headache, pelvic pain, joint pain, brain fog, abdominal pain are added. Lab data updated. Concomitant & historical conditions & drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("stabbing my other organs with coil knives"), abdominal pain lower ("severe lower abdominal pain"), dysmenorrhoea ("severe menstrual pain") and genital haemorrhage ("abnormal heavy bleeding / heavy periods/irregular bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea, hair loss, pelvic adhesions and ovarian cyst. Concomitant products included medroxyprogesterone (depo provera) from 2008 to 2013 for birth control and estrogens conjugated (premarin) from 2013 to 2014 for vaginal bleeding. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), migraine ("migraines /migraines"), back pain ("lower back pain / back pain"), headache ("migraines / headaches") and pelvic pain ("pain"). In (B)(6) 2013, the patient experienced the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/periods every 2 weeks that lasts almost 2 weeks"). In (B)(6) 2013, the patient experienced fatigue ("fatigue / fatigue") and the first episode of feeling abnormal ("brain fog / brain fog"). On (B)(6) 2015, 1 year 5 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("irregular vaginal discharge"), dysgeusia ("metal taste in her mouth"), arthralgia ("pain knee-joint pain"), stress ("stress"), depression ("depression"), swelling ("swelling"), muscle spasms ("horrendous cramping"), abdominal pain upper ("stomach twitching and cramping so bad"), weight decreased ("loosening weight"), adenomyosis ("adenomyosis"), musculoskeletal disorder ("I could hardly move my leg"), pain in extremity ("they hurt so bad like my inner thigh and hip"), dizziness ("feel like fell"), weight increased ("weight gain"), abdominal discomfort ("abdomen feel like its burning"), abdominal distension ("I feel swollen in my abdomen/bloated"), the second episode of vaginal haemorrhage ("spotting"), allergy to metals ("allergic to nickel"), infection ("infection nos"), pyrexia ("high fever"), heart rate increased ("my heart rate was really high"), claustrophobia ("clauterphobic"), the second episode of feeling abnormal ("feeling weird") and nausea ("feeling nauseous"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain lower, migraine, vaginal discharge, dysgeusia, fatigue, procedural pain, headache, pelvic pain, arthralgia, stress, depression, swelling, muscle spasms, abdominal pain upper, weight decreased, adenomyosis, musculoskeletal disorder, pain in extremity, dizziness, weight increased, abdominal discomfort, abdominal distension, the last episode of vaginal haemorrhage, hurt on walk, allergy to metals, infection, pyrexia, heart rate increased, claustrophobia, the last episode of feeling abnormal and nausea outcome was unknown and the dysmenorrhoea, genital haemorrhage, back pain and menorrhagia had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, adenomyosis, allergy to metals, arthralgia, back pain, claustrophobia, depression, device dislocation, dizziness, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, heart rate increased, infection, menorrhagia, migraine, muscle spasms, musculoskeletal disorder, nausea, pain in extremity, pelvic pain, procedural pain, pyrexia, stress, swelling, vaginal discharge, weight decreased, weight increased, the first episode of feeling abnormal, the first episode of vaginal haemorrhage, the second episode of feeling abnormal and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: following the implant, she began experiencing the symptoms. Since having the surgery her symptoms are mostly resolved. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea. Concerning the injuries reported in this case, the following one/ones were reported via social media-stress, depression, swelling, horrendous cramping, stomach twitching and cramping so bad, loosening weight, adenomyosis, I could hardly move my leg, they hurt so bad like my inner thigh and hip. Feel like fell, weight gain, abdomen feel like its burning, I feel swollen in my abdomen/bloated, spotting, allergic to nickel, infection, high fever, my heart rate was really high, clauterphobic, feeling weird, feeling nauseous, stabbing my other organs with coil knives. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddr lit can be provided. Most recent follow-up information incorporated above includes: on 7-jun-2018: new events from social media: stress, depression, swelling, horrendous cramping, stomach twitching and cramping so bad, loosening weight, adenomyosis, I could hardly move my leg, they hurt so bad like my inner thigh and hip. Feel like fell, weight gain, abdomen feel like its burning, I feel swollen in my abdomen/bloated, spotting, allergic to nickel, infection, high fever, my heart rate was really high, clauterphobic, feeling weird, feeling nauseous, stabbing my other organs with coil knives were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddr lit can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality-safety evaluation received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and following the implant, began experiencing severe lower abdominal pain and abnormal heavy bleeding (interpreted as genital bleeding). She underwent essure removal and hysterectomy approximately 1.5 year after insertion. These events are anticipated in the reference safety information for essure. Lower abdominal pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported events, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), migraine ("migraines"), vaginal discharge ("irregular vaginal discharge"), back pain ("lower back pain"), dysgeusia ("metal taste in her mouth") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove essure and hysterectomy on (B)(6) 2015). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). Essure was withdrawn. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, migraine, vaginal discharge, back pain, dysgeusia, fatigue and procedural pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, dysmenorrhoea, migraine, vaginal discharge, back pain, dysgeusia, fatigue and procedural pain to be related to essure. The reporter commented: following the implant, she began experiencing the symptoms. Since having the surgery her symptoms are mostly resolved. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and following the implant, began experiencing severe lower abdominal pain and abnormal heavy bleeding (interpreted as genital bleeding). She underwent essure removal and hysterectomy approximately 1.5 year after insertion. These events are anticipated in the reference safety information for essure. Lower abdominal pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported events, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process. .